Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false pause episodes due to undersensing were observed. Review of the episode revealed that the pause episode did not look physiological and it could be due to device losing contact with the pocket. The patient will continue to be monitored.